Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 12, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection at the implant site. Reimplantation is planned but has not taken place at the time of this report, (B)(6) 2014.